Event description:
This patient with a history of "heart disease" underwent the implantation of a cypher select stent to the left anterior descending artery (lad). In addition, two unknown stents were placed into unidentified target lesions. Approximately 20 months post-implant the patient experienced a myocardial infarction. Repeat angiogram revealed restenosis in the proximal end of the cypher stent and another cypher select stent was implanted to treat the event. However, an independent review of the repeat angiogram reports that this was a thrombotic event as opposed to a restenosis. Additional clarification has been requested but has not been forthcoming. The physician had suggested the patient have coronary artery bypass surgery due to the complexity of his coronary artery disease, but the patient refused. As such, the percutaneous coronary interventional procedure was performed. The lad appears to be a bifurcating lesion with 70% stenosis in the proximal part and 90% stenosis in the first diagonal. The lad was pre-dilated and the 3.0x33mm cypher select stent was implanted. In addition, there was 95% stenosis of the left circumflex that was treated with balloon angioplasty and 90% stenosis of the right coronary artery (rca). Treatment of the rca and placement of the two non-cordis stents is unknown. There were no procedural complications reported. A copy of the index procedural film was not provided for review so additional lesion, procedural details are not available. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. Both restenosis and thrombosis are known adverse events associated with coronary artery stent placement. The patient's coronary artery disease at a young age places him at an increased risk for a major cardiac adverse event. However, due to the limited information, it is not possible to determine what factors might have contributed to either possible event. Please note, cypher select is not distributed in the us; however, it is similar to us cypher product.